Event description:
Nurse mrs. (B)(6) reported, via sales rep (B)(4), that during preparation prior to a surgery, a cleat of the shaft broke off. No further information was given.

Manufacturer narrative:
Method: complaint history review. Result: complaint history review - since 2004, 31 complaints have been reported on this product reference for a prong either bent or broken. Conclusion: some marks due to the wear or due to an excessive use of this instrument are visible on the remaining prongs that suggest that excessive load may have been applied to the instrument. It is unclear what the conditions of the instrument of use were and load under which the instrument yielded since issue was detected upon preparation prior to surgery. The prong breakage observed on the returned instrument can be the result of various factors: an overload or a bending load applied to the instrument during loading in the pedicle due to hard bone or omitted steps preparing the pathway, resulting in additional force to provide to load the screw. Prongs are designed sufficiently long to provide an efficient and rigid connection to the screw in order to drive it in the pedicle. However, if the instrument is subjected to a bending load or a leverage effect, prong breakage can occur.